Manufacturer narrative:
Philips service replaced the table geo controller and monitored the system for one week. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm moved uncommanded due to a defective table geo controller on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.